Event description:
Customer reported experiencing a low blood glucose event with the lowest recorded level at 41 mg/dl. Low bg cause was not known. Customer treated the low blood glucose by consuming carbohydrates and glucose tablets. The control-iq feature was activated at the time of the event. Customer technical support suggested the customer consult with a healthcare professional to understand factors affecting blood glucose levels.